Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-ray tube was evaluated and replaced, and a filament calibration was performed. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the sys displayed a generator error. The sys automatically shuts down when this occurs. There is no report of injury or death associated with the event described in this complaint.